Event description:
The customer reported that incorrect reports were auto attaching to the wrong patient file. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
Additional information has been requested regarding the reported incident, a final report will be submitted upon completion of the investigation.